Event description:
No further information has been attained after good faith attempts have been made.

Event description:
A vns patient's treating physician reported that they passed away. He would not provide any further details. He mentioned sudep, but had no idea what caused their death. Good faith attempts are underway for further details surrounding their death.

Manufacturer narrative:
.